Event description:
Customer reported that the tip broke during surgery. The doctor was able to retrieve the broken piece. The pt sustained no injury as a result of this event.

Manufacturer narrative:
A medwatch form was not received from the reporter therefore, any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. A review of the mfg documents showed no anomalies. The sample including the broken tip was returned and evaluated by engineering. Visual inspection showed the tip of the inner blade broke off indicating the product came in contact with an inappropriate amount of bone or metal causing the inner blade to become bent and catch the outer blade at the tip.